Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose reading of 502 mg/dl. Customer stated that she does not think she has gotten any insulin through the night. Customer gave herself an insulin shot. Customer treated with manual injections. Customer was feeling nauseous. Customer stated that she had a back-up plan. Customer has not treated for her high blood glucose. Customer ran a manual prime and insulin did exit the tubing. Customer was assisted with performing the high pressure test. Customer passed test. Customer was advised that the pump is working as designed. Customer was advised to do a complete set change. Customer reported having air bubbles in a previous set.